Event description:
It was reported that (1) device was used during an abdominoperineal resection. It was reported by the rep that the tlc75 instrument was closed on the tissue and attempted second tlc75 was used to complete the case. There was no consequence to the pt.